Event description:
The following has been reported: biomed reported: 'product issue: infusion stopped and pump alarming, saying "pump problem, service needed". Tried to reprogram after turning on and off again, and same message appeared. Sn: (B)(6). Description of issue: no visible damage to device date and time issue occurred: unknown patient harm or delayed infusion: delayed infusion (from the product issue that was reported). A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.